Event description:
During testing stryker observed the device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker observed the battery in slot 1 expired in 2019 and removed this from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.